Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced ten catheter detachment events on (B)(6) 2024. No further information was available.